Event description:
It was reported that a user¿s ilet system did not recognize or receive data from a newly applied freestyle libre 3 plus sensor, which was later found to be actively paired with another device, preventing connection to the ilet. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem due to the sensor being connected to a different device, consistent with user procedure where the sensor can only be paired to one device at a time, and no specific ilet component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was traced to user error and improper setup procedure.